Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The frequency of these high out of range pace impedances was noted to be increasing while the shock impedance was noted to be stable for the past twelve months. The rv lead is not a boston scientific product. Subsequently, the ICD device was explanted, and the rv lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).